Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4),serial: (B)(4), batch: 6524203.

Event description:
Related manufacturer reference number 3006705815-2022-18704. It was reported that effective therapy was never established for the patient. Surgical intervention was undertaken in which the patient's system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.